Event description:
The customer reported that the 840 ventilator had an erratic display. There was no pt involvement. Covidien was not authorized to service the device, therefore, the root cause of the malfunction cannot be verified.